Event description:
It was reported that this right atrial exhibited high out of range impedance measurements and noise due to a suspected fracture. Additionally, the lead got damaged during the laser extraction and is partially still implanted. This lead was successfully replaced. This lead is not expected for return. No additional adverse patient effects were reported.